Event description:
"Dermapac brand arm/leg burn dressing lot# 122023. When rn applied silver nitrate 0.5% topical solution to the gauze, dark brown/dark gray spots immediately bloomed on dressing. Dressing placed to side. Tested a second dressing (trunk size, same lot# 122023) and the same dark spots appeared immediately after applying silver nitrate. The products are: dermapac #1812 (trunk dressings) lot# 122023 and dermapac #1809 leg/arm dressings, lot# 122023. They are in both the burn unit nw4 and in hospital supply (basement)" manufacturer response for gauze, gauze (per site reporter) sent information to the dermapac rep. No further action, asked site to continue to report.